Event description:
The caller (director of operations) the patient was having trouble keeping the cuff inflated. The caller reported that the tube had been in use for three months. The caller was informed that per directions for use (dfu) the tube is to be changed every 29 days. The caller reported that the patient was decannulated and recannulated with a replacement tube.

Manufacturer narrative:
(B)(4). Investigation is ongoing. Product dfu (directions for use) reference: the shiley tracheostomy tube is classified as a disposable medical device. Frequent and routine changes of the tracheostomy tube are recommended. The manufacturer recommends that the tracheostomy tube usage not exceed twenty-nine (29) days.